Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed motor error and the device shut down. When the insulin pump restarted the device alarmed failed battery test. The patient's blood glucose at the time of incident was in the 140 mg/dl range. During troubleshooting the customer was able to rewind the insulin pump. The device also passed the displacement test. However, troubleshooting did not occur for the failed battery test alarm. The insulin pump was not returned for analysis.